Event description:
Customer reported inform system blood glucose results of 520 mg/dl and 215 mg/dl within 10 minutes. Reported no adverse event. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.